Manufacturer narrative:
Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with epithelium issues in both eyes six days post lasik. A bandage contact lens was placed in both eyes. The patient was instructed to use sodium chloride hypertonicity ophthalmic ointment at night and frequently use artificial tears. The patient complained vision was blurry/hazy and uncomfortable but felt better with bandage contact lens. The patient noted they were ready for the bandage contact lenses to be removed because they were dry. The patient is still being managed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.